Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the end of the implant procedure with pocket closed, loss of atrial sensing and a rise in atrial pacing threshold were observed. Fluoroscopy revealed lead dislodgement. The pocket was reopened, and the atrial lead was repositioned. The electrical parameters were in range at the end of the procedure, and patient was in good condition.